Event description:
The device read 345mg/dl and the customer tested at 89mg/dl on a different device back to back. No actions taken based on the device results. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.